Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the investigation is complete.

Event description:
The account alleges that post-transeptal puncture, during an ablation procedure for atrial tachycardia, pericardial effusion was noted, and cardiac perforation could not be ruled out. The physician advanced an ice catheter and ordered an echo study to confirm the effusion was developing. Pericardial perforation was ruled out at this time. An emergent pericardiocentesis [pc] was performed. During the pc, the patient experienced ventricular tachycardia [vt] arrhythmia so the patient was successfully defibrillated to normal sinus rhythm. Post pc drainage placement, 700cc of fluid was successfully removed from the patient pericardial space. The patient was returned to the unit for observation in stable condition.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.